Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: a. During aql inspection, 200 syringes (7 boxes) were inspected, and 6 syringes were found with and extra round line and smudge marls on barrel beneath the logo. The image of the logo looks to be distorted with line going through. These syringes did not meet our specifications and qty. Of rejects was over the aql limit. Therefore, we must reject the full lot of these syringes. 3. Please provide date of incident. A. (B)(6) 2023.